Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation

Event description:
Customer reported that the end of the guide wire broke during an unspecified procedure. The circumstances and handling conditions at the time of the event are not known. The reporter stated that the device did not embolize. No unintended section of the device remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The device was received for evaluation. Additional information was requested about the incident but was not provided.

Manufacturer narrative:
(B)(4). A review of the device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that it was separated into two pieces; the inner mandril wire was broken. The coil unraveled at the distal end. On the proximal section, the solder joint measured 54.4 cm from the proximal end; the wire guide mandril broke off 4 cm distal from this solder joint. The distal portion measured 2 cm long. The total length of the wire guide was 60.4 cm. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.